Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-11380. It was reported the pt felt heating at the ipg pocket after 10 minutes of charging; the heat seemed to be the ipg getting hot. The pt reported he had effective stimulation. It was reported the pt was advised to charge more frequently and for shorter periods of time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.